Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, log review, labeling review, device history review, and accuracy testing. No adverse trend was identified for the customer issue. Log review did not identify any issues that contributed to the customer issue. Labeling was reviewed and found to be adequate. Device history review did not identify any issues that may have caused the customer issue. The product was not returned. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics complaint investigation, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7k70 that has a similar product distributed in the us, list number 6c06.

Event description:
The customer observed falsely elevated prostate specific antigen (psa) results generated using the architect total psa (prostate specific antigen) reagents. The following data was provided for one patient. Sample 1 ((B)(6)) 8590.00 ng/dl, another method was lower (chemiluminescence method 5634.00 ng/dl). Sample 2 (no sid provided) 14.22 ng/dl. No impact to patient management was reported.